Event description:
The following description of the event was documented by a carefusion tech support specialist in response to an e-mail from carefusion (B)(4) (our EU rep). "Email to support mailbox from [name removed], carefusion (B)(4), where [name removed], from [user facility name removed], reported an incident that occurred on (B)(6) 2012 at approx 2200 involving incident on a pt that occurred with infant flow lp generator and mask, p/n 777002m. S/n of unit not given. The person who reports had a patent where the sao2 decreased, ncpap driver indicates pressure ok. When they remove the generator and apply a new one (old design/mask), sao2 increases and everything is ok. They suspect that the new lp mask is too soft, and occluded the pt's nostrils."

Manufacturer narrative:
The foreign user facility did not submit a user facility report to the MFR. Event codes were derived based on info provided by the user facility through carefusion (B)(4) (our EU rep). (B)(4). Carefusion did not request the return of the used pt circuit, generator and nasal prongs for eval. The carefusion infant flow lp series ncpap system (generator, mask, prongs, bonnet and headgear) are the next generation of pt interface devices from carefusion. As such the user facility's lack of experience with these devices may have been the underlying cause of the reported event. The report indicates that when the user facility switched back to the previous version of the mask, they did not experience any further problems.